Manufacturer narrative:
Additional information obtained. Patient weight received, date of explant received, evaluation codes of patient code and device code was corrected.

Event description:
Additional information was received patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention was taken where the ipg was explanted and replaced. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported patient is scheduled for ipg replacement, the reason for the surgery is unknown.